Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the information received, upon perceval removal, there was some additional calcium present on the annulus. Furthermore, from the document review performed, no manufacturing deficiencies were noted. As such, the event can reasonably be related to not complete decalcification of annulus (use error). Should further information be received in the future, a follow up report will be provided.

Event description:
On (B)(6) 2024, a perceval plus valve pvf-s was attempted to be implanted as follows: patient presented with severe aortic stenosis. Annulus measurement of 21.4, stj of 26.5-27.4 via tee. The usual aortotomy was conducted as well as debridement of the calcium. Sizing was conducted. Clear end of a small sizer fell through, white passed with little resistance. After the small valve was implanted, they were unable to get pressures up above 79mm and seeing a small central leak on tee. As such, it was decided to recess the valve to swap for a sutured valve. As reported, upon opening and perceval removal, there was some additional calcium present on the annulus. Based on the further information received, patient was extremely well throughout the procedure and continues to do well.

Manufacturer narrative:
H3 other text : unknown disposition.

Event description:
On (B)(6) 2024, a perceval plus valve pvf-s was attempted to be implanted as follows: patient presented with severe aortic stenosis. Annulus measurement of 21.4, stj of 26.5-27.4 via tee. The usual aortotomy was conducted as well as debridement of the calcium. Sizing was conducted. Clear end of a small sizer fell through, white passed with little resistance. After the small valve was implanted, they were unable to get pressures up above 79mm and seeing a small central leak on tee. As such, it was decided to recess the valve to swap for a sutured valve. As reported, upon opening and perceval removal, there was some additional calcium present on the annulus.